Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the investigation. Videos were sent in for evaluation. In the first video the eye was moving under the scope but the patient is not engaged into the patient interface (pi). There is no laser being performed. The next video contains a flap creation. The left eye badge can be seen on the screen. The eye is engaged with the patient interface (pi). The mires are wobbly at the 9-10 o¿clock hours. There seems to be some tear-film meniscus. The patient¿s eye appears to be off centered. This may be an anatomical anomaly or a surgical variable not being controlled. The final video starts with a flap (which has already been created), and it appears that the flap is stuck down quite well. The surgeon is unable to lift the flap at the edges until the third attempt (which is successful).the surgeon is able to catch the edge and then moved under the flap with the spatula, to get the rest of the flap to come loose. A picture was also submitted for review. The picture is a cross section of the cornea, which shows the irregularities numerically. On the left side of the flap, the number listed was 125 mm. The central thickness of the flap was listed at 131 mm, and then the left side of the flap was listed 126 mm. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in a.1. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during flap creation a patient experienced an imperfect flap. The screen froze and the lighting was not working well. The laser was restarted and relevant checks were performed. While performing the surgery on the left eye, vision was good but the flap was of very poor quality. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient one¿s left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported during flap creation a patient experienced an imperfect flap. The screen froze and the lighting was not working well. The laser was restarted and relevant checks were performed. While performing the surgery on the left eye the stromal bed was of very poor quality. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient (B)(6) left eye and other manufacturer reports will be filed.